Event description:
After an implantation duration of approx. 8 months it was reported that the lead was replaced due to decreased sensing and increased thresholds.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection of the lead showed deformations of the shock coil which occurred most likely due to mechanical forces applied during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the issues mentioned in the complaint description. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The ICD was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of an ICD or lead malfunction. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified.